Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed sodium (na) test result was obtained from a dimension vista 1500 instrument. The customer stated that the affected instrument was showing a negative bias in sodium test results versus the alternate dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. Siemens is investigating the alleged negative bias.

Event description:
A falsely depressed sodium (na) test result was obtained from a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated the next day on an alternate vista 1500 instrument. The repeat result was considered correct and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) test result.

Manufacturer narrative:
The initial MDR 2517506-2020-00344 was filed on 23-nov-2020. Additional information (23-nov-2020): a siemens customer service engineer (cse) updated the instrument to software version 3.9.3, removed the integrated multi-sensor technology (imt) pump panel and replaced 4 valves and the panel o-ring. The cse replaced the peristaltic pump tubing and primed all the pumps. A failed dynamic fluid pressure test was resolved by replacing the reagent r2 probe. The cse also replaced the imt bulk fluids and installed a new v-lyte sensor. Post service activities, the cse ran a correlation study with results that were acceptable to the customer. Siemens headquarter support center (hsc) reviewed the available information and concluded that the service activities performed returned the instrument to a fully operational state.the cause of the falsely depressed sodium (na) test result and instrument to instrument bias in sodium test results is unknown. The instrument is operating within specifications. No additional evaluation of this device is needed. Section h10 adverse event problem codes were revised.